Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A field service engineer found that in drawer 2, the cubie in position 03 directly in front of the problem cubie in position 09 was not seated properly in the cubie tray. Because of this, the cubie in position 03 was leaning backward against cubie 09, preventing it from opening. The field service engineer manually removed cubie 03 and inserted it correctly. After this, all cubies opened and ejected normally. The customer logged in and confirmed that everything was working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.